Manufacturer narrative:
(B)(4).

Event description:
The tube was being removed because it was a normal, scheduled removal. There was no difficulty removing the tube. Once removed, they were surprised to see the cuff still inflated. There was no patient harm. The sample was discarded.

Manufacturer narrative:
(B)(4). No sample has been returned for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer complaint cannot be confirmed. As a result, we are unable to determine the cause for this specific event however; the associated confirmed failure is a known issue and has been investigated under a corrective and preventative action.